Event description:
Same case MDR ID# 2134265-2013-09623. It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified common iliac artery. A non- bsc self-expanding nitinol stent was placed. During post dilation, two mustang 12.0 x 40 balloon catheters ruptured on the 1st inflation below nominal pressure. The devices were removed from the patient intact. The procedure was completed with a non-bsc device. No patient complications were reported

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case MDR ID# 2134265-2013-09623. It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified common iliac artery. A non- bsc self-expanding nitinol stent was placed. During post dilation, two mustang 12.0 x 40 balloon catheters ruptured on the 1st inflation below nominal pressure. The devices were removed from the patient intact. The procedure was completed with a non-bsc device. No patient complications were reported.